Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. Data was evaluated and the allegation was confirmed as a unrecoverable loss of connection greater than 3 hours. The probable cause could not be determined. The reported event of a loss of connection is reportable based on the finding of a unrecoverable loss of connection greater than 3 hours. No injury or medical intervention was reported.